Event description:
Dexcom g6 adhesive rash/itch. This was my 3rd sensor with the same outcome. Been using it for years and since they changed the adhesive, this has been an issue. This time it bled and oozed. FDA safety report ID# (B)(4).